Event description:
Reporter indicated the patient's increased seizures were actually auras, and were felt to possibly be due to a low vns battery. The last known vns diagnostics tests were performed on (B)(6) 2012, but the results were not provided. It was felt the patient's post-partum condition may have contributed to the increased auras. The auras have improved since the generator was replaced. Attempts for return of the explanted generator were unsuccessful as the hospital discarded the generator.

Event description:
The explanted vns generator was later located by the hospital on (B)(6) 2012 and returned to the manufacturer on (B)(6) 2012. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Event description:
Reporter indicated a patient was having increased seizures. The patient had vns generator replacement surgery performed on (B)(6) 2012. Attempts for further information and return of the explanted generator are in progress.